Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during device preparation, when aspirating the 3.0 x 120 mm armada 18 dilatation catheter, air was noted in the system. It was suspected that there was a hole in the system. The device was not used and there was no patient involvement. There was no patient involvement and no clinically significant delay in the procedure. A second device was then used in the procedure without issue. No additional information was provided.